Manufacturer narrative:
(B)(4). Results: endoleak. Conically shaped aortic neck. Conclusion: conically shaped aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm approximately one month ago. The neck was 23-32 mm in diameter. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 16 mm in diameter. It was reported that a proximal type I endoleak was confirmed during final angiogram. The physician performed a touch-up; however, the endoleak was still present. The patient will be monitored. No further information was provided.